Event description:
It was reported that the customer was hospitalized due to high ketones and high blood glucose over 600mg/dl. The mother stated that the customer was sleepy and throwing up. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found a low reservoir alarm. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the mother to remove the cannula and it was not bent. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.